Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an audible low voltage advisory alarm. The modular cable, system controller, battery clip set, and batteries were exchanged. The low voltage alarms occurred again. The patient was very anxious and was re-hospitalized. Additional information was received that the patient had another alarm on (B)(6) 2024 and presented to the hospital on (B)(6) 2024 for an appointment. All batteries showed a kind of oxidation on two small parts with no explanation. The batteries had only been used 14 times. The patient noted that their percutaneous cable was damaged for a long time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via the submitted log files. The reported event of oxidation on the 14v battery contacts was confirmed via the submitted pictures. A review of the submitted controller event log file from (B)(6) spanned approximately 3 hours (04nov2024 from 07:26:47 ¿ 10:01:23 per time stamp). On (B)(6)2024 from 09:18:45 ¿ 10:00:01 while connected to batteries, the low voltage alarm intermittently activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. At 09:43:45 while connected to batteries, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarms were not associated with a power source exchange and cleared shortly after each time. There were other instances of invalid rsoc faults without an associated alarm active. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the submitted controller event log file from (B)(6) spanned approximately 3 days (02jan2000 ¿ 03jan2000 and 06nov2024 per time stamp). From the beginning of the log file to (B)(6) 2000 at 01:04:15 while connected to batteries, the low voltage alarm intermittently activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. On (B)(6)2000 at 23:42:18, 23:42:44, 23:46:48, 23:47:42, and (B)(6)2000 at 01:05:04 while connected to batteries, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The alarms were not associated with a power source exchange and cleared shortly after each time. There were other instances of invalid rsoc faults without an associated alarm active. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The 14v li-ion battery (battery 2) was not returned for analysis. The provided information stated that following the alarms, the system controller, modular cable, clip set, and batteries were exchanged. Additional information provided stated that the system controller was exchanged once again due to persistent alarms, and it is unknown if this exchange resolved the alarms. All new batteries had only 14 uses but showed a kind of oxidation on two contacts. They are unaware how they became damaged. The provided picture showed corrosion on the j1 and j2 contacts. The serial numbers of the batteries from the submitted pictures were unknown. A root cause for the reported events were not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the 14v battery being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate 3 patient handbook (rev. D) section 4- ¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.